Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypo/hyperglycemia. The patient's blood glucose levels reached 1100 mg/dl while wearing the pod. Patient was sick and found unresponsive; she was also having seizures and in a diabetic coma; high ketones were also present. The pod was removed at the hospital and patient was treated with an insulin drip. Patient also reported being on dialysis and experiencing low blood pressure. The patient was released after spending 4 days in the hospital.